Manufacturer narrative:
Findings: pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling up noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 266 mg/dl. The customer stated she went to enter the food and the numbers began to scroll and she is unable to clear the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.